Event description:
It was reported to boston scientific on 11/17/2006 a product problem resulting in additional intervention associated with a pre-operative embolization of a neck tumor. It was reported that "the guide wire (device in question) was used as regular and no extra movements were done and no resistance was felt during advancement. During re-position of the (device in question) it did not respond to any movement. Then she observed that the tip did not move at all. After retrieval of the (device in question) she realized that the distal radio pack portion of the (device in question) is left in the right vertebral artery. It's left there and the planned operation was performed and the patient is doing well and have no impact from the (device in question) piece left in the right vertebral artery." It was reported that there were no patient complicatons and that the patient condition is good.

Manufacturer narrative:
The device in question has been returned to the manufacturer and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.